Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. The viabahn device was initially deployed overlapping a non-gore device. As stated in the product's instructions for use, "w.l gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore viabahn endoprosthesis in applications where the device is deployed within stents or stent grafts other than the gore viabahn endoprosthesis." Based on the available info, we are uncertain if deploying the viabahn device into a non-gore device contributed to the graft thrombosis and/or subsequent device migration. Literature citation: "migration of covered stents from hemodialysis a-v access to the pulmonary artery: percutaneous stent retrieval and procedural trends," catheterization and cardiovascular interventions 76:595-601 (2010), authors: neil dashkoff, md, fscai, facc, george a. Blessios, md, phd, facs, and matthew r. Cox, md. This article also reports on case #1. Reference MFR report #2017233-2009-90033.

Event description:
On (B)(6) 2009, a gore viabahn endoprosthesis was implanted for the treatment of venous outflow stenosis of a right femoral hemodialysis a-v loop graft. In addition to thrombectomy, a 7 x 2.5 mm viabahn stent was deployed across the venous outflow anastomosis, overlapping the distal end of the previously placed flair stent. The viabahn stent was post dilated with a 9 mm angioplasty balloon and yielded a satisfactory final angiographic result. On (B)(6) 2009, the pt again returned with recurrent graft thrombosis. In addition to visible thrombus and stenosis at the venous anastomosis, the previously placed viabahn device was no longer present. Fluoroscopy revealed the stent to have migrated to the right lower lobe pulmonary artery, confirmed by subsequent CT scan. Add'l thrombectomy of the graft area was performed and add'l non gore devices were place to treat the venous outflow stenosis. The pt was transitioned from heparin to warfarin, and the embolized viabahn device was left in place. There were no symptoms or signs of clinically significant pulmonary emboli. As the article reported, the pt remained free of overt ill effects from the embolized viabahn stent 6 months poststent migration.